Event description:
A medtronic representative reported that the tip on the legacy screw driver appears to be twisted. The screw still fits securely but the tip of the driver is malformed. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no negative impact to the patient.

Manufacturer narrative:
The patient demographic information is unavailable at this time. RMA issued. Replacement instrument shipped to site (B)(4) 2012. Medtronic investigation of the suspect device finds that, as reported, the tip of the instrument is twisted, and directly caused event.